Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for implant ((B)(6)2001): sui, rectocele with vaginal relaxation. Concurrent procedures: ((B)(6) 2001) rectocele repair and perineal body repair. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient experienced hematuria and underwent cystoscopy and removal of foreign body(mesh) from the urethra on (B)(6) 2002. It was reported the patient underwent cystoscopy, emg cystomyogram and mesh removal on (B)(6) 2002. It was reported that the patient experienced genuine stress incontinence and underwent burch procedural on (B)(6) 2009. No additional information was provided.